Event description:
It was reported that the dr threaded the foley catheter through the vascular graph and inflated the balloon to stop blood flow through the aorta while he performed an aortic-femoral bypass. When the graft was stitched in place, the dr tried to deflate the catheter balloon to remove the catheter. The balloon would not deflate. The dr eventually had to take down the graft in order to deflate the balloon and remove the catheter. No further complications were reported.